Event description:
It was reported that the pump battery could not be charged using the tandem-provided charging cable. There was no reported impact to the customer's blood glucose level. The pump was able to successfully charge the pump with an alternate charging cable.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.